Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No weak battery alarm noted. Pump received button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unit received cracked case display window corner. Device received with cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 71 mg/dl. Troubleshooting was performed. The device was returned for analysis.